Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Other mgf report number: 9680091-2018-00016.

Event description:
1 of 2 reports: it was reported that on (B)(6) 2018, tcc23001 tcc-ez case of 10 casting systems 3" no boot was applied on a patient but did not set up correctly or harden up. Multiple cast was applied on the patient until they found one that hardened. The product problem caused a ten minute delay on the procedure. However, the delay had no impact to the patient's condition or outcome besides the additional time in the clinic.

Manufacturer narrative:
The device in question was not returned for evaluation. Batch record was reviewed and there were no deviations found in the production process or in the finished goods inspection. Retained sample was pulled out for analysis. Full specification testing was done and all parameters were found to be acceptable. The product was released without any issue.